Event description:
Baxter exactamix 500 ml eva container leaking in the middle port. Ref # (B)(4) tnas pumped, same issue with leaking in the middle port. Tnas were not distributed, tnas repumped using different lot. No pts affected. FDA safety report ID # (B)(4).